Manufacturer narrative:
D10. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, product type: software, software version: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was receiving unknown drug via an implantable pump for unknown indications for use. It was reported that the patient's personal therapy manager (ptm) was not working well. The patient uses boluses often and they had found that multiple boluses a day managed their pain better than a higher running daily dose, but the application often freezes at 91% connected (reading the pump or for delivering a bonus) to where they get the pop-up asking if they want to close the app or wait. They will also get a red box error frequently when they turn the phone screen on saying the connection was disrupted, forcing them to close and reopen the app, go through the reconnection process, then deliver a bolus. If it doesn't freeze at 91% and get stuck they have to restart the app again and go and start over. Additional information received from a consumer (con) stated that the connector was flashing blue quicker than usual, and the phone could not find it. The patient uses the ptm to control their pain, with the daily set to the absolute minimum and up to 22 boluses a day. The patient stated that they could not use their ptm at all and they were freaking out.